Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), gallbladder polyp ('gall bladder polyps (surgical removal of gallbladder)') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a (B)(6)-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, polypectomy, low back pain, pain in extremity, neuralgia, photophobia, sciatica, right lower quadrant pain, diarrhea, dyspepsia, heartburn, lumbar sprain, uti, urinary frequency, dysuria, cough, allergic rhinitis, painful joints, stomach upset, fecal impaction, anemia, breast cancer, cerebrovascular accident, diabetes mellitus, diverticulitis, auditory disorder, eating disorder, hereditary disorder, acute (B)(6) infection, thrombophilia, hypercholesterolemia, osteopenia, sleep apnea, neurologic disorder nos, appendectomy, breast biopsy, lumpectomy, angioplasty, caesarean section, coronary artery bypass graft, catheterization cardiac, cholecystectomy, cryosurgery, ectopic pregnancy, endometrial ablation, colon operation, gastrointestinal surgery, loop electrosurgical excision procedure, maxillofacial operation, neurosurgery, cataract operation, arthroscopic surgery, hip replacement, knee arthroplasty, bladder cyst, lung operation, splenectomy and tonsillectomy. Impression: occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. Complex right kidney lower pole I x I cm cyst. Sonography may be performed for complete assessment. Status post prior cholecystectomy with postcholestectorny related dilatation of the extrahepatic/common bile duct. No calcified stones. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern. Findings: lower chest: minimal dependent atelectasis is seen. Intrahepatic bile duct and extrahepatic bile duct: mild central intrahepatic biliary ductal dilatation is seen. There is a dilated common bile duct measuring 1.6 cm in maximal diameter at the porta hepatis. There is distal tapering. There are no calcified stones. This is suggestive of postcholecystectomy related change. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern. Kidneys and ureters: right kidney lower pole mildly complex 1 x 1 cm cyst is seen. There is no hydronephrosis of the kidneys. Pelvis: bilateral tubal metallic occluders are seen. Osseous structures: mild to moderate l4-l5 and l5-s1 disc space narrowing is seen, suggestive of degenerative disc disease change. Impression: occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. Complex right kidney lower pole 1 x 1 cm cyst. Sonography may be performed for complete assessment. Status post prior cholecystectomy with postcholecystectomy related dilatation of the extrahepatic/common bile duct. Previously administered products included for an unreported indication: medrol, zyrtec, darvocet, skelaxin, nuvaring, oral birth control pills and tylenol. Concurrent conditions included ovarian cyst, vitamin d deficiency, gastrooesophageal reflux disease, osteoarthritis, herniated disc, bone disorder, ear pain, esophageal reflux, eye itching, itchy rash, herpes zoster dermatitis of eyelid, biliary colic, gallstones, musculoskeletal pain, tobacco user, allergic rash, gallstone ileus, cholecystitis, cholelithiasis, obesity, swollen eyes, eyelid skin dryness, asthma, nasal congestion, sinus pain, angio-edema, allergic conjunctivitis, seasonal allergic rhinitis, musculoskeletal stiffness, epigastric pain, change in bowel habits, liver enzyme abnormal, congenital valgus foot deformity, irritable bowel syndrome, upper abdominal tenderness, abdominal hernia nos, uterine fibroids degenerated, pre-menstrual tension syndrome, pain of extremities, cough variant asthma, renal cyst, low grade fever, atelectasis, celiac artery stenosis, vulval swelling, vulval lesion, adnexa uteri tenderness, vulvovaginal candidiasis, cognitive function abnormal, dyspnea, vision loss, penicillin allergy, motion sickness and perineal pain. Concomitant products included hydroxychloroquine from 2013 to 2014 for rheumatoid arthritis as well as cetirizine, codeine; paracetamol (acetaminophen;codeine), diphenhydramine hydrochloride since (B)(6) 2016, folic acid, hydroxychloroquine, hyoscyamine since 2016, ibuprofen since 2017, magnesium citrate since (B)(6) 2016, meloxicam since (B)(6) 2018, metaxalone, naphazoline hydrochloride (eye drops) since (B)(6) 2017, naproxen, naproxen sodium; sumatriptan succinate (treximet) since 2017, olopatadine hydrochloride (patanol) and omeprazole since 2012. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced gallbladder polyp (seriousness criterion medically significant), 11 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"). In 2016, the patient experienced pruritus ("rashes or skin conditions-type: itching/ allergic or hypersensitivity reactions-type: itching"). In (B)(6) 2017, the patient experienced swelling of eyelid ("vision/eye problems type: wake up with eyelids swollen"). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and adenomyosis ("other injury(ies) or complication(s) please describe: adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroid"). The patient was treated with adalimumab (humira), methotrexate, tofacitinib citrate (xeljanz) and surgery (gallbladder removal and hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pruritus, migraine, nausea, dysmenorrhoea, dyspareunia, swelling of eyelid, fatigue and constipation had resolved, the gallbladder polyp, headache, allergy to metals, uterine leiomyoma and adenomyosis outcome was unknown and the rheumatoid arthritis was resolving. The reporter considered abdominal pain, adenomyosis, allergy to metals, constipation, dysmenorrhoea, dyspareunia, fatigue, gallbladder polyp, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rheumatoid arthritis, swelling of eyelid, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): aortogram - on (B)(6) 2018: findings: 100% occlusion of the celiac artery and unable to visualize the ostium or cannulate, successful cannulation of the sma with good collaterals to the celiac artery. Computerised tomogram abdomen - on (B)(6) 2018: findings: kidneys and ureters: right kidney lower pole mildly complex 1 x 1 cm cyst is seen. There is no hydronephrosis of the kidneys. Pelvis: no pelvic mass or adenopathy. The uterus and adnexal regions appear unremarkable on CT. Bilateral tubal metallic occluders are seen. Impression: occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. Complex right kidney lower pole 1 x 1 cm cyst. Sonography may be performed for complete assessment. Status post prior cholecystectomy with postcholecystectomy related dilatation of the extrahepatic/common bile duct. No calcified stones. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern; on (B)(6) 2018: impression: no acute inflammatory process in the abdomen or pelvis 10 mm indeterminate right kidney lower pole lesion. Correlate with ultrasound. Ultrasound pelvis - on (B)(6) 2014: comments: the uterus measures 8,6 x 4.8 x 5.4 cm. Endometrial measures 1.3 cm in thickness. Trace amount of free fluid is seen in the endometrial cavity. Both endometrium and myometrium are unremarkable. Both in cysts are seen. Right ovary measures 3.0 x 2.5 x 2.9 cm. Left ovary measures 2.1 x 1.9 x 1.3 cm. A 2.1 x 1.6 x 1.8 cm cyst is seen in the right ovary. Impression: thickened endometrium may be physiologic. Right ovarian cyst. This can be further evaluated with repeat pelvic ultrasound in 6 weeks impression: thickened endometrium may be physiologic, right ovarian cyst.; on (B)(6) 2016: the uterus measures 9.4 x 4.2 x 6.2 cm. The endometrial stripe measures 10 mm. A 0.6 x 0.5 x 0.6 cm echogenic lesion is seen in the fundal region, likely a degenerated fibroid. Numerous nabothian cysts are present. The right ovary measures 1.4 x 2.4 x 1.5 cm and left ovary measures 2.2 x 2.5 x 2.2 cm. Flow is seen to both ovaries. Both are unremarkable. No free fluid is seen. Impression: echogenic lesion in the fundal region of the uterus, likely degenerated fibroid. No other significant abnormality.; on (B)(6) 2017: findings: uterus: the uterus measures 9.3 x 4.3 x 6.1 cm. No significant change in the 0.5 x 0.6 x 0.6 cm echogenic intramural lesion in the anterior body, likely a degenerated fibroid. The endometrial echo complex measures 1.1 cm. Ovaries/adnexa: the ovaries are normal, measuring 1.4 x 1.9 x 1.2 cm on the right and 2.4 x 3.1 x 2.5 cm on the left. 2 x 1.5 x 1.6 cm dominant follicle in the left ovary. Arterial and venous flow detected in both ovaries. Pelvis: no tree fluid. Impression: unchanged sub centimeter echogenic lesion in the uterus, likely degenerated fibroid.; on (B)(6) 2018: findings: the myometrium is heterogeneous with scattered sub endometrial linear striations consistent with adenomyosis. The endometrium measures 1.4 cm in thickness. It is in homogenous in appearance. No definite focal endometrial abnormality is identified. The right ovary measures 3.2 x 2.8 x 2,2 cm and the teft ovary 2.3 x 1.7 x 1.6 cm. Both appear normal. Normal arterial and venous flow is identified within both ovaries. No abnormal adnexal mass or free fluid is seen. Impresmonz uterine fibroid. Adenomyosis, prominent inhomogeneous endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: new pfs+mr received. Lot number added. Event injury was updated to new events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type/ rashes or skin conditions type: itching, autoimmune disorder type of disorder: rheumatoid arthritis, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), gall bladder polyps, dyspareunia (painful sexual intercourse), pain, vision/eye problems type: wake up with eyelids swollen, fatigue, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication(s) please describe: uterine fibroid: adenomyosis, abdominal pain were added. Case becomes valid. Outcome for events were added. New reporters, plaintiffs information and concomitant conditions were added. Concomitant and treatment drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), gallbladder polyp ('gall bladder polyps (surgical removal of gallbladder)') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 41-year-old female patient who had essure (batch no. B93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp, polypectomy, low back pain, pain in extremity, neuralgia, photophobia, sciatica, right lower quadrant pain, diarrhea, dyspepsia, heartburn, lumbar sprain, uti, urinary frequency, dysuria, cough, allergic rhinitis, painful joints, stomach upset, fecal impaction, anemia, breast cancer female, cerebrovascular accident, diabetes mellitus, diverticulitis, auditory disorder, eating disorder, hereditary disorder, acute hiv infection, thrombophilia, hypercholesterolemia, osteopenia, sleep apnea, neurologic disorder nos, appendectomy, breast biopsy, breast lump removal, angioplasty, caesarean section, coronary artery bypass graft, catheterization cardiac, cholecystectomy, cryosurgery, ectopic pregnancy, endometrial ablation, colon operation, gastrointestinal surgery, loop electrosurgical excision procedure, maxillofacial operation, neurosurgery, cataract operation, arthroscopic surgery, hip replacement, knee arthroplasty, bladder cyst, lung operation, splenectomy and tonsillectomy. Impression: 1. Occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. 2, complex right kidney lower pole I x I cm cyst. Sonography may be performed for complete assessment. 3. Status post prior cholecystectomy with postcholestectorny related dilatation of the extrahepatic/common bile duct. No calcified stones. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern. Findings: lower chest: minimal dependent atelectasis is seen. Intrahepatic bile duct and extrahepatic bile duct: mild central intrahepatic biliary ductal dilatation is seen. There is a dilated common bile duct measuring 1.6 cm in maximal diameter at the porta hepatis. There is distal tapering. There are no calcified stones. This is suggestive of postcholecystectomy related change. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern. Kidneys and ureters: right kidney lower pole mildly complex 1 x 1 cm cyst is seen. There is no hydronephrosis of the kidneys. Pelvis: bilateral tubal metallic occluders are seen. Osseous structures: mild to moderate l4-l5 and l5-s1 disc space narrowing is seen, suggestive of degenerative disc disease change. Impression: occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. Complex right kidney lower pole 1 x 1 cm cyst. Sonography may be performed for complete assessment. Status post prior cholecystectomy with postcholecystectomy related dilatation of the extrahepatic/common bile duct. Previously administered products included for an unreported indication: medrol, zyrtec, darvocet, skelaxin, nuvaring, oral birth control pills and tylenol. Concurrent conditions included ovarian cyst, vitamin d deficiency, gastrooesophageal reflux disease, osteoarthritis, herniated disc, bone disorder, ear pain, esophageal reflux, eye itching, itchy rash, herpes zoster dermatitis of eyelid, biliary colic, gallstones, musculoskeletal pain, tobacco user, allergic rash, gallstone ileus, cholecystitis, cholelithiasis, obesity, swollen eyes, eyelid skin dryness, asthma, nasal congestion, sinus pain, angio-edema, allergic conjunctivitis, seasonal allergic rhinitis, musculoskeletal stiffness, epigastric pain, change in bowel habits, liver enzyme abnormal, congenital valgus foot deformity, irritable bowel syndrome, upper abdominal tenderness, abdominal hernia, uterine fibroids degenerated, pre-menstrual tension syndrome, pain of extremities, cough variant asthma, renal cyst nos, low grade fever, atelectasis, celiac artery stenosis, vulval swelling, vulval lesion, adnexa uteri tenderness, vulvovaginal candidiasis, cognitive function abnormal, dyspnea, vision loss, penicillin allergy, motion sickness and perineal pain. Concomitant products included hydroxychloroquine from 2013 to 2014 for rheumatoid arthritis as well as cetirizine, codeine;paracetamol (acetaminophen;codeine), diphenhydramine hydrochloride since (B)(6) 2016, folic acid, hydroxychloroquine, hyoscyamine since 2016, ibuprofen since 2017, magnesium citrate since (B)(6) 2016, meloxicam since (B)(6) 2018, metaxalone, naphazoline hydrochloride (eye drops) since (B)(6) 2017, naproxen, naproxen sodium;sumatriptan succinate (treximet) since 2017, olopatadine hydrochloride (patanol) and omeprazole since 2012. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced gallbladder polyp (seriousness criterion medically significant), 11 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal"). In 2016, the patient experienced pruritus ("rashes or skin conditions-type: itching/ allergic or hyper5sensitivity reactions-type: itching"). In (B)(6) 2017, the patient experienced swelling of eyelid ("vision/eye problems type: wake up with eyelids swollen"). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced nausea ("nausea") and constipation ("gastrointestinal or digestive system condition type: constipation"). In december 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and adenomyosis ("other injury(ies) or complication(s) please describe: adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroid"). The patient was treated with adalimumab (humira), methotrexate, tofacitinib citrate (xeljanz) and surgery (gallbladder removal and hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, pruritus, migraine, nausea, dysmenorrhoea, dyspareunia, swelling of eyelid, fatigue and constipation had resolved, the gallbladder polyp, headache, allergy to metals, uterine leiomyoma and adenomyosis outcome was unknown and the rheumatoid arthritis was resolving. The reporter considered abdominal pain, adenomyosis, allergy to metals, constipation, dysmenorrhoea, dyspareunia, fatigue, gallbladder polyp, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rheumatoid arthritis, swelling of eyelid, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): aortogram - on (B)(6) 2018: findings: 100% occlusion of the celiac artery and unable to visualize the ostium or cannulate, successful cannulation of the sma with good collaterals to the celiac artery. Computerised tomogram abdomen - on (B)(6) 2018: findings: kidneys and ureters: right kidney lower pole mildly complex 1 x 1 cm cyst is seen. There is no hydronephrosis of the kidneys. Pelvis: no pelvic mass or adenopathy. The uterus and adnexal regions appear unremarkable on CT. Bilateral tubal metallic occluders are seen. Impression: 1. Occluded proximal celiac artery (series 80369, image 66, series 2, image 47 and image 80368, image 40), which appears to be chronic. The superior mesenteric artery and inferior mesenteric artery are patent. 2. Complex right kidney lower pole 1 x 1 cm cyst. Sonography may be performed for complete assessment. 3. Status post prior cholecystectomy with postcholecystectomy related dilatation of the extrahepatic/common bile duct. No calcified stones. Magnetic resonance cholangiopancreatography may be performed, if there is further clinical concern; on (B)(6) 2018: impression: no acute inflammatory process in the abdomen or pelvis 10 mm indeterminate right kidney lower pole lesion. Correlate with ultrasound. Ultrasound pelvis - on (B)(6) 2014: comments: the uterus measures 8,6 x 4.8 x 5.4 cm. Endometrial measures 1.3 cm in thickness. Trace amount of free fluid is seen in the endometrial cavity. Both endometrium and myometrium are unremarkable. Both in cysts are seen. Right ovary measures 3.0 x 2.5 x 2.9 cm. Left ovary measures 2.1 x 1.9 x 1.3 cm. A 2.1 x 1.6 x 1.8 cm cyst is seen in the right ovary. Impression: 1. Thickened endometrium may be physiologic. 2. Right ovarian cyst. This can be further evaluated with repeat pelvic ultrasound in 6 weeks impression: thickened endometrium may be physiologic, right ovarian cyst.; on (B)(6) 2016: the uterus measures 9.4 x 4.2 x 6.2 cm. The endometrial stripe measures 10 mm. A 0.6 x 0.5 x 0.6 cm echogenic lesion is seen in the fundal region, likely a degenerated fibroid. Numerous nabothian cysts are present. The right ovary measures 1.4 x 2.4 x 1.5 cm and left ovary measures 2.2 x 2.5 x 2.2 cm. Flow is seen to both ovaries. Both are unremarkable. No free fluid is seen. Impression: 1. Echogenic lesion in the fundal region of the uterus, likely degenerated fibroid. 2. No other significant abnormality.; on (B)(6) 2017: findings: uterus: the uterus measures 9.3 x 4.3 x 6.1 cm. No significant change in the 0.5 x 0.6 x 0.6 cm echogenic intramural lesion in the anterior body, likely a degenerated fibroid. The endometrial echo complex measures 1.1 cm. Ovaries/adnexa: the ovaries are normal, measuring 1.4 x 1.9 x 1.2 cm on the right and 2.4 x 3.1 x 2.5 cm on the left. 2 x 1.5 x 1.6 cm dominant follicle in the left ovary. Arterial and venous flow detected in both ovaries. Pelvis: no tree fluid. Impression: unchanged sub centimeter echogenic lesion in the uterus, likely degenerated fibroid.; on (B)(6) 2018: findings: the myometrium is heterogeneous with scattered sub endometrial linear striations consistent with adenomyosis. The endometrium measures 1.4 cm in thickness. It is in homogenous in appearance. No definite focal endometrial abnormality is identified. The right ovary measures 3.2 x 2.8 x 2,2 cm and the teft ovary 2.3 x 1.7 x 1.6 cm. Both appear normal. Normal arterial and venous flow is identified within both ovaries. No abnormal adnexal mass or free fluid is seen. Impresmonz uterine fibroid. Adenomyosis, prominent inhomogeneous endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.